Event description:
It was reported that the customer received lost sensor and sensor error alarms. His blood glucose level was 97 mg/dl the insulin pump went into threshold suspend when his blood glucose level was 66 mg/dl. He received a no delivery alarm. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.